Manufacturer narrative:
Product event summary: the reported low battery voltage was confirmed in the product analysis laboratory (pal). Hybrid analysis documented nominal current drain in both power-on-reset (por) pacing parameters with no pacing loads and triple chamber pacing with all three chambers loaded. The observed values were 10¿a and 21¿a, respectively. No significant change was observed while monitoring the current drain at approximately body temperature for 48 hours. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. The analysis was terminated due to the inability in establishing an abnormal current drain. The stacked chip scale package (scsp) was visually inspected for copper anomalies. No anomalies were identified during the inspection process.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The left ventricular lead threshold was noted to be high due to patient physiology. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time), time of rrt recorded on the device memory is (B)(6)-2013, where the device battery voltage is less than or equal to 2.6251 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.